Manufacturer narrative:
Additional information was received and noted the following: an echocardiography confirmed placement was correct and free from structures. A bolus was given with resolution to the hemolysis. Of further note, the device is not available for return. Note: type of reportable event and h6 health effect-clinical/impact and medical device problem coding reman unchanged as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76-year-old female with a past medical history of hypertension, diabetes mellitus, hypothyroidism, and breast cancer. She presented with jaw and left arm pain that progressed to chest pain. She was diagnosed with a st-segment elevation myocardial infarction and was taken to the cardiac catheterization laboratory. During the initial cardiac catheterization procedure, percutaneous coronary intervention was performed on the left anterior descending artery. Throughout the day, the patient continued to experience atrial fibrillation with frequent premature ventricular contractions and demonstrated an increasing lactate level consistent with cardiogenic shock. The clinical team elected to implant an impella cardiac power (impella cp) device for hemodynamic support. The impella cp was implanted without complications, and the patient was transferred to the intensive care unit (ICU) on impella support. In the ICU, the patient experienced intermittent premature ventricular contractions, and pump suction events were observed. The treating physician reported confidence in the device positioning and noted that ectopy had been present prior to impella placement. Laboratory results were returned as hemolyzed, and the patient¿s urine appeared slightly pink. Echocardiography confirmed appropriate impella positioning but showed that the right ventricle was underfilled. The patient was administered intravenous fluids. On the following day, the urine had cleared to yellow and laboratory values returned to normal. The impella device position was mildly adjusted under echocardiographic guidance. On the second day, the patient continued to show clinical improvement but experienced atrial fibrillation and was administered an antiarrhythmic medication. By the third day, the impella device was successfully weaned and removed without complications. While the impella cp is conservatively coded for the complications, they are more likely related to the patients underlying medical conditions including the arrhythmias and hypovolemia. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.